Manufacturer narrative:
(B)(4). Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap at the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Severe burnt detritus on the metal cap and severe devitrification of the glass cap at the output window were also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber was observed to be forward-firing at 24,621 joules of use. The procedure was completed using a second fiber. Pt outcome: "ok, no harm to pt."